Event description:
It was reported that the physician felt that the vns generator set screw could have potentially been stripped during vns implant surgery. The physician indicated that he was concerned because he did not hear the clicking noise made when the setscrew was tightening. He could feel the clicks and indicated that the setscrew was tightened adequately to secure the lead and generator together. The generator was implanted and the physician indicated a replacement product was not necessary. The torque wrench used during surgery has been returned for analysis. No adverse events have been reported.